Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The physician elected to explant the device and lead system due to vegetation on the right ventricular (rv) lead. The implanted device and leads were explanted without difficulty. The explanted products were sent to the lab to be cultured; therefore, no products will be returned to boston scientific.